Event description:
The pt presented to emergency room feeling weak and dizzy. Electrogram showed loss of capture at maximum output and high pacing lead impedance. Sensing was intact. X-ray showed a fracture at the 1st rib clavicle site. Device diagnostics showed that no inappropriate therapies were delivered nor were any therapies withheld due to the fracture. The pt was transferred to hosp where the lead was explanted.